Manufacturer narrative:
Summary of investigation: there are four previous complaints of this code-batch, regarding the same issue, closed as confirmed. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have not received any sample. Without closed samples and/or defective samples a proper analysis cannot be performed. However, taking into account that there are four previous complaints of this code-batch for the same issue, we will consider this complaint as confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Conclusion root cause analysis: it has not been possible to determine the root cause because no samples have been received. However, considering that there are four previous complaints of this code-batch for the same issue, the most probable root cause is that too much thermal treatment applied to the thread ends caused the thread to be fragile and break in the attachment area. Final conclusion: taking into account that the results of the samples received in the previous complaints did not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn suture. The client reported that, during a hysterectomy operation with bilateral salpingectomy under videolaparoscopy, during the suturing of the vaginal dome after passing the needle through the anatomical piece, the thread detached from the needle. Consequence: no problem for the patient, but the operation time was increased and more suture threads were used.